Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that her implantable neurostimulator is switching itself off. She was not seeing a power on reset (por) on the programmer or any other error messages. The consumer went into retention and had to go to the hospital for it. The consumer was referred to her clinician to investigate the system. It was noted that the ins was implanted in (B)(6) 2017. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported the hcp did not find any issue with the device. It was noted that the consumer needed to become confident in using her handset and had a further teaching session. It was unknown if any factors led to the event, and the consumer was advised to follow a number of checks to ensure it was working correctly. The device was not nearing end of life and was on program c2, active program. The consumer had a history of retention and it was noted that the issue was resolved.